Event description:
A user facility reported to olympus, the high flow insufflation unit was not retaining pressure and getting louder. The event occurred during a laparoscopic gynecologic procedure. It was reported that the case was not delayed as the issues were noted after the cases were started and the procedure was completed using same set of devices. There was no report of patient harm or user injury associated with this event. Additional information received from the customer that the reported issue occurred on 2 separate days and (B)(6) addresses the event occurred on (B)(6) 2022. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon further evaluation of the returned device, minor scratches on the device housing were noticed. The faulty part was replaced, the device was tested and passed all functional testing, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 3 years since the device was manufactured. Based on the results of the device inspection, it is likely that the reported phenomenon was caused due to a loose connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.